Event description:
It was reported that episodes of post paced t-wave oversensing (pptwos) was observed on the device. Reprogramming was performed. Technical support was contacted and recommended additional reprogramming to resolve the event. Additional reprogramming has been performed to resolve the event. The patient was stable.